Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a customer reported that their phone has incompatible operating system version. In addition, the customer suggested that the urgent low glucose alarm should also be included on the adc reader and mentioned that the information on the website should be more specific, especially on the urgent low glucose alarm. There was no report of any self or third-party medical treatment. Adc customer service was able to reach the customer and was able to provide information about the urgent low glucose alarm functionality. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The customer reported urgent low alarm is not working. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the application version restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The operating system is unknown so product information provided is for ios. There was 1 additional device reported (ncge332-j5813) and it has been captured under this submission. This is 2 of 2 MDR submission. All pertinent information available to abbott diabetes care has been submitted.